Event description:
Customer service reported a piece of the inner insulation material fell off in patient during surgical procedure. Piece was retrieved. No patient injury reported.

Manufacturer narrative:
A piece of the ultem inner insulation had sheared off and was recovered during the surgical procedure. Investigation determined a manufacturing error had scored the material, making it more susceptible to such failure. Usage of the device is unk, but modification of the tip and wear to the outer insulation indicate that stress on tip and multiple autoclaves may have contributed to the breakage.